Manufacturer narrative:
H3, h6: the device, which was used in a procedure, was returned for evaluation. There was a relationship between the reported event and the device. A visual inspection was performed on the exterior of product and found debris located at the entrance of the output interface, the hand piece has a clear rupture in the high-pressure hose, functional testing confirmed the hose was blocked and had failed. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported event however this investigation is now complete with no further action deemed necessary at this stage. The associated risk files contain, details of the reported event. The instructions for use provide comprehensive instructions of the operation, use and limitations of the device. Clinical review reported, based on the limited information provided, the impact of the patient¿s cut and the hurt healthcare worker are both unknown. Therefore, no further conclusion can be rendered. Should additional medical information be provided this complaint will be re-assessed.

Event description:
It was reported that a rupture occurred at the end of the kevlar tubing closer to where it feeds into the white ergonomic handpiece. The rupture happened during the priming of the handset and as a result the nurse was hurt in the process. No case involved.